Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files and log files retrieved from the returned device confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned connected to the pump cable. Approximately 8.5¿ of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. The file captured a sustained low flow hazard alarm on (B)(6) 2025. A specific cause for the low flow events could not be conclusively determined. Toward the end of the file, the driveline was disconnected resulting in a pump stop. The controller was then shut down. These events appear consistent with the reported event of the patient¿s expiration. No other notable events or alarms regarding pump function were captured, and the system appeared to be operating as intended prior to the disconnection of the driveline. The left ventricular assist device (lvad) event log file retrieved from the returned device captured low flow events on (B)(6) 2025, consistent with the events observed in the submitted controller event log file. No other notable events were observed in the lvad log files, and the pump appeared to be operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unconscious. The patient was hemodynamically stable and then found cyanotic and unconscious some minutes after. It was reported that the patient had a ventricular paced heart rhythm. No tachycardia arrhythmias were reported. The system controller was exchanged to the backup system controller without restoring flow. Log files were obtained from the system controller. There were low flow alarms with an increase in pulsatility index (pi). Flow in range of 3.9-0 liters/min in just a few minutes. The patient expired suddenly, the cause was unknown and low flow alarms were observed.